Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 674 mg/dl at the time of hospitalization. Customer was treated with intravenous fluid and insulin drip. Customer stated that the insulin pump had insulin flow block alarm. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.